Event description:
It was reported that the patient presented in clinic during follow up. The device was found to be in backup vvi. Device download was performed successfully. Further information could not be obtained.